Event description:
It was reported that at a follow-up appointment, high capture threshold measurements and loss of capture were noted from this right ventricular (rv) lead. The physician elected to surgically cap and abandon the lead, and a new rv lead was subsequently implanted to resolve the event. This rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.